Manufacturer narrative:
The draeger technical support was involved in troubleshooting the affected device and remedy measures were recommended to the customer. Furthermore, the log file of the affected device was made available for further investigation at the manufacturer¿s site. Based on the log file analysis the reported device failure could be confirmed. The logged error codes indicate a deviation between the measured blower rotation speed and the set value. The affected device has already been returned to service after the recommended tests and calibrations were performed by customer without problems. The device continuously monitors the state and the function of internal components, sensors and software modules. If an unacceptable deviation between measured blower rotation speed and the set value is recognized during ventilation, the high priority alarm "device failure !!!" Is generated and an ongoing ventilation is not continued as the device switches to patient safe mode. During this time an emergency breathing valve opens allowing spontaneous breathing of the patient. Ventilation of the patient with an independent ventilation device may be considered necessary. The carina device reacted as specified to the deviation by generating a visual and audible technical alarm and opening the emergency breathing valve to allow for spontaneous breathing of the patient. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the unit displayed a device fault and shutdown. Needs help reviewing the logs. No patient injury reported.